Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4); the full lead was returned and analyzed and it was found that the outer insulation was melted. It was also found that the distal and proximal conductors had blood/body fluid (not obstructed). The inner insulation was kinked/buckled and the outer insulation was breached/cut and had cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The lead was stretched and there was apparent explant damage.

Event description:
It was reported that, during attempts to gain access from the left side of the patient during an implant, the right atrial lead was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that, during attempts to gain access from the left side of the patient during an implant, the right atrial lead was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.